Manufacturer narrative:
The device is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators advisory population.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this device reached end of life (eol). Monitoring voltage (mv) was 2.57 volts. The representative was unsure of the charge time. This device is part of the mid life display of replacement indicators advisory. Technical services (ts) discussed that charge time must have been greater than 30 seconds in order for eol to be declared with that mv. Ts discussed therapy availability when eol is triggered by charge time and recommended replacing the device as soon as possible. All available information indicates that the device remains in service. No adverse patient effects have been reported.

Event description:
Two months later the device was explanted and returned.